Event description:
The surgeon was performing a mcl repair on a young patient with hard bone and had two anchors break. The first anchor broke immediately as it was introduced into the dilated site. The broken portion was removed and a second device was tried with the same result. This anchor was also removed. The surgeon used a 5.0mm dilator and the ao two-finger technique. The repair was complete with additional twinfix ab anchors. A delay of ten minutes resulted. No patient injury or complications took place.